Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/o lymphadenectomy surgical procedure, customer experienced difficulty with monopolar curved scissors(mcs). M-11 error was present on erbe and prior to calling technical support, caller had replaced mcs, green energy cable, ground pad and power cycled erbe and currently power cycling system with no change. Error c-34 observed in logs. Technical support engineer (tse) walked caller through changing coag mode on erbe with m-11 persisting on all three different coag modes. Tse walked caller through 2 minute hard power cycle of erbe with no change. Tse provided options to use a force triad generator or to swap vision side cart(vsc). The procedure outcome is unknown at this time. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe integrated electro surgical unit(iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.